Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5149316.

Event description:
It was reported that the patient was experiencing inadequate pain relief from one of the linear leads that migrated superiorly as revealed through x-ray. The lead was slid back into place and remain implanted in the patient. The patient was reprogrammed and was doing well postoperatively.